Event description:
It was reported that patient experienced symptoms of increased spasticity, pain and less than 50% therapy relief. The patient was hospitalized for the event. The pump logs were checked as well as catheter access withdrawal. It was unknown if there was any product issue. Patient outcome was unknown. The device system delivered compounded baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
It was further reported that the patient did not experience any symptoms/problems related to this issue. On (B)(6) 2013 troubleshooting was reported as ¿status side port access with re-priming of the catheter after. No problem, sluggish flow.¿ the patient was currently doing ¿fine.¿ the patient¿s daily dose was 999.0 mcg/day and the concentration was 5000 mcg/ml. The patient¿s treatment was reported as on-going. Reportedly, the patient was currently doing ¿fine.¿

Manufacturer narrative:
(B)(4).